Event description:
During the dexcom g6 sensor application, the applicator was stuck and could not be removed. My son was complaining of intense pain. When we were able to remove it from his body (the adhesive was attached as well) the needle from the applicator was sticking out and had been poking him repeatedly throughout the removal process.